Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the cause of the ins shutting off by itself was not determined. The issue had not resolved but the patient noted that they were grateful for the ins and that it relieves their pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins 'has a mind of its own' and turns off all by itself. The patient noted that this has been happening since implant. MRI compatibility guidelines were sent to the patient for an MRI unrelated to the device/therapy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.